Manufacturer narrative:
The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. All relevant complaints found, were reviewed as part of this investigation. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during surgery, the patient was under air and surgeon was trying to perform oil injection. The procedure type was unknown. As treadle was depressed, the ophthalmic system would cut off viscous fluidics control pressure and displayed system message. Changing surgeon settings or cassette did not get rid of the system message. The surgery was completed on same day with an alternative system and proceed with finishing the oil injection. There was no information about patient impact. This report pertains to ophthalmic system involved in this reported event. This report pertaining to one of the two reports from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(6). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.